Event description:
It was reported the right ventricular lead pacing impedance went over the threshold. There was no sign of lead oversensing and the patient was released after reprogramming. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.